Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium generated from an alinity c processing module and provided the following data: customer normal range for sodium: 136 - 145 mmol/l. On (B)(6) 2024 sample ID (B)(6) initial sodium result was 104 and repeat result on another alinity analyzer was 139. On (B)(6) 2024 sample ID (B)(6) initial sodium result was 120 and repeat result on another alinity analyzer was 148 & 148. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Product evaluation was inadvertently not included in h11. The product evaluation is as follows: the alinity c processing module, serial # (B)(6) was evaluated, and the issue was resolved by clearing an obstruction from the cuvette dryer tip assembly and replacing the ict pinch valve tubing. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no subsequent issues have been reported associated with the customer reported event. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the cuvette dryer tip assembly, ict pinch valve tubing or the alinity c system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the cuvette dryer tip assembly and ict pinch valve tubing as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased sodium generated from an alinity c processing module and provided the following data: customer normal range for sodium: 136 - 145 mmol/l on (B)(6) 2024 sample ID (B)(6) initial sodium result was 104 and repeat result on another alinity analyzer was (B)(6). On (B)(6) 2024 sample ID (B)(6) initial sodium result was 120 and repeat result on another alinity analyzer was (B)(6). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.